Event description:
Report received from (B)(6) stating that the device had produced an error message. The device was being used during surgery, but there were no injuries reported. It is unknown if there was any medical intervention or a delay in surgery. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "error message" was confirmed. During service, the device produced an e5 error. If additional information becomes available, a supplemental report will be sent.